Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was not connected on the bus. The field service engineer (fse) found that none of the drawer pockets were appearing on the virtual map. The fse investigated the light emitting diode status of both controllers, which appeared normal, as if the unit was fully functional. The unit was powered down and rebooted after refreshing the connections to check if the issue resolved itself, but the original problem persisted. At that point, both controllers were replaced, even though neither showed a poor status. The retractor band was found to be in good condition. The magnet inseparable was also replaced as a precaution, since it was still the older, non-revised version. Drawer functionality was tested using the hardware test application. General cleaning and inspection were performed on the unit. All cables were verified to be tight, and no physical damage was observed. Debris that had fallen behind the device was removed with assistance from the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not connected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.